Event description:
Additional information received reported that the manufacturer¿s representative (rep) moved to a different electrode and amplitude came down while covering the patient¿s painful area. There was no print out available.

Event description:
It was reported that the patient thinks that one of his leads of their implantable neurostimulator (ins) ¿isn¿t functioning like it was¿ which they noticed a couple of days ago. The patient stated that when they ¿backwards stretches¿ they feel it ¿and didn¿t¿. Follow-up is being conducted for clarification. The patient then checked the ins and it showed that it was on but had to ¿crank it up¿ to 9.5 volts before they felt it. The patient also stated that when they lay in their camper, they can feel the stimulation but they had it at a low setting to begin with and then had to increase it to feel the stim again. The patient wasn¿t sure if this issue was sudden or gradual in nature but noticed the issue the other day and stated that there were known accidents or incidents related to the event. There were no further interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer¿s representative (rep) on (B)(6) 2014 and their concerns were resolved. It was noted that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 37742, serial# (B)(4), product type: programmer. (B)(4).